Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump would not charge despite correct placement on the charger, with the charging indicator turning solid green then blinking, and a replacement pump and charger were shipped; the user transitioned to injections and blood glucose was reported as not impacted. Symptoms included no adverse health effects. Outcomes included no hospitalization, no medical intervention, and continued diabetes management on injections. Investigation included remote troubleshooting and replacement, and receipt and inspection of the returned device. Investigation of this case revealed a suspected battery or charging malfunction consistent with battery depletion or charger interface performance. The complaint was confirmed and determined to be caused by liquid damage on the interior of the device. It was concluded that the cause was attributed to device component malfunction related to the power/charging system.